Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an issue with charging the pump battery. There was no patient involvement, as customer had not yet begun use of pump for insulin therapy at the time of the issue.